Event description:
It was reported that during a procedure, the crimps of the device were bend. Backup device was available to complete the procedure. A significant delay more than 30 minutes was reported. No patient injuries were reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of damaged or broken component could not be confirmed. Nothing broken or damaged was observed on product. Product did fail functional testing. Mdu would not oscillate. Cause of oscillate malfunction is a defective button switch. The complaint of damaged or broken component was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.